Event description:
Nonserious, unexpected. A spontaneous report of multiple adverse reactions in pts undergoing chelation therapy has been received. There were five incidents in four days. The incident info for pt nh: pt nh: 15 minutes after infusion the pt began to shake uncontrollably, with headache, nausea and a feeling of coldness. She also complained of back spasms and pain. She had a history of allergy to narcotics. Pt went to the ER, and was discharged after 5 hours with no definite diagnosis. All pts received the following in the IV solution: ascorbic acid 500mg/ml, 30ml, mag chloride (200mg/ml) 8ml, calcium gluconate (concentration unknown) 6ml, selenium (40mcg/ml) 5ml, zinc (1mg/ml) 5ml, b5 (100mg/ml) 2ml, b5 (250mg/ml) 1ml, b complex (100mg/ml) 2ml, potassium (2meq/ml) 5ml, chromium (4mcg/ml) 5ml, folic acid (5mg/ml) 1ml, sodium bicarbonate (10mg/ml) 2ml, vit b12 (10000mcg/ml) 1ml. (B)(4).